Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The eri battery status was activated on september 05, 2025. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. During the further course of the analysis the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction. Next, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 159 months. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
It was reported that eri status was noted and the device was explanted. Based on analysis results it was decided to report the incident.